Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (14.3 mg/ml at 4.08 mg/day) and unknown baclofen (2500 mcg/ml at 713 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the emergency room (ER) with signs of an opiate overdose. The healthcare provider (hcp) stated that they have given patient a few doses of narcan and were starting a narcan drip and his last refill was on the first of this month but he has recently lost quite a bit of weight. The technical service (tss) confirmed no recent dosage changes and pump was not audibly alarming. The technical services (tss) also clarified that patient was not on any oral opiates to the provider's knowledge. The tss provided number for the national answering service (nas) so rep could go out and interrogate the pump. The hcp already tried contacting pump managing physician and he stated they needed to get in touch with a rep to decrease the pump (not stop it). 22024-07-17 pc (hcp): additional information was received a healthcare provider (hcp) stated that the patient was admitted for two nights due to overdose of baclofen and morphine. Action/intervention: the healthcare provider (hcp) decreased the pump rate. Outcome: the patient was discharged on 2024-07-15 and was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.